Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. It was stated that the customer was experiencing unexplained high glucose for more than two days. Troubleshooting was performed. It was stated that the customer ate at (B)(6) buffet two days before the event, and his glucose level went up. The time, date, and programming were correct. Reviewed the alarm history and found multiple no delivery alarms. It was stated that the infusion set was changed to resolve the issue. The customer's recent glucose reading was 444mg/dl, and he was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.